Event description:
Per the clinic, the device was explanted (date not reported) for other medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under general anesthesia (specific date not reported).